Manufacturer narrative:
Evaluation results: inherent risk to the procedure (stent embolization). Lesion morphology (the lesion was in a moderately tortuous vessel and had 75% stenosis with moderate calcification). Deformation problem. Evaluation conclusion: inherent risk of procedure (stent embolization). Lesion morphology (the lesion was in a moderately tortuous vessel and had 75% stenosis with moderate calcification). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 3.50 x18 mm drug eluting stent. The target lesion was in the left main coronary artery. The lesion had moderate tortuosity and moderate calcification and 75 % stenosis. The physician encountered resistance when advancing the device. The physician noted that the stent had moved from its position on the delivery system, however the stent was retained on the device. The delivery system was successfully removed. The physician handled the stent on removal and the stent subsequently dislodged from the balloon. A second medtronic stent was used to complete procedure. No patient complications were reported. Device evaluation: the stent was not present on the balloon and was not returned with the delivery system. The balloon had not been inflated. Crimp impressions were evident along the balloon.